Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump was having constant air-in-line alarms during preventive maintenance. There was no patient involvement. Bd technical support engaged with the customer and advised to send the devices to the manufacture for further assessment and repair. The customer has not sent the device to date.

Manufacturer narrative:
Omit: device manufacture date, c20 - no findings available. Additional information: imdrf annex a, g, c codes and manufacturer narrative. Root cause: the probable cause of the reported device having constant air-in-line alarms during preventive maintenance was not identified during the customer call. The tech support recommended that the unit be sent for repair services. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump was having constant air-in-line alarms during preventive maintenance. There was no patient involvement. Bd technical support engaged with the customer and advised to send the devices to the manufacture for further assessment and repair. The customer has not sent the device to date.